Event description:
Philips received a complaint from the customer reporting the display on the v60 ventilator was not as expected. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The bme requested part details to replace the display. The rse provided part numbers for possible liquid crystal display (lcd) replacement. Upon further inspection, the bme determined the molex connector that plugs into j1 on the power management board was loose. Once the bme reestablished the connection, the device returned to operational status. The investigation concludes that no further action is required at this time.